Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Event description:
It is reported that a customer a customer was hospitalized because the patient's kidneys were shutting down due to diabetes. The caller was the patient's spouse. The caller stated that she will call back for more information. No further information was provided.